Event description:
Customer called to report damage to the insulin pump. Customer stated that insulin pump has cracks around the display window. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.